Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.00 diopter, implantable collamer lens was damaged during loading, there was no patient contact and the backup lens was implanted. It was reported that "loading error" was the cause of the event.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the haptic torn. Claim # (B)(4).